Event description:
It was reported that pacing inhibition was noted during electrocautery on this pacemaker. The pacemaker was programmed in an asynchronous doo mode at 50 bpm while undergoing electrocautery, however the device temporarily stopped pacing during the procedure. A second procedure was performed, and the same issue was observed. Technical services (ts) was contacted for troubleshooting. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Technical services (ts) provided further information and troubleshooting related to electrocautery protection mode options on the pacemaker. This specific programming will eliminate the risk of sensing all noise, including the electromagnetic interference (emi) associated with electrocautery procedures. This pacemaker remains in-service. No adverse patient effects were reported.

Event description:
It was reported that pacing inhibition was noted during electrocautery on this pacemaker. The pacemaker was programmed in an asynchronous doo mode at 50 bpm while undergoing eletrocautery, however the device temporarily stopped pacing during the procedure. A second procedure was performed, and the same issue was observed. Technical services (ts) was contacted for troubleshooting. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported.